Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, pressure-flow, and pre-implantation testing. The valve did not meet the requirements for reflux and leak testing due to a tear in the side of the delta chamber. It is unknown how or when this damage occurred. The IFU caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant, the patient underwent a 3.0t MRI. Following the MRI, the pressure regulating effect was ¿not good.¿ the valve was explanted and replaced. The customer wanted to check whether the valve was damaged. Both of the catheters remained implanted and in service.

Manufacturer narrative:
Patient and device codes updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the setting changed after the patient had an MRI. The pressure setting was adjusted after the MRI. The patient experienced paroxysmal rolling eyes, limb rigidity, convulsions, and ¿call for no response.¿